Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was heart attack. The caller stated that, earlier, on (B)(6) 2015, the customer was complaining of chest pains but attributed it to indigestion. After coming home for a meal, the customer took a heartburn pill and went back to work. The customer had a heart attack at work. The caller did not know the customer's blood glucose at the time of passing. The customer's last known blood glucose value was 188 mg/dl on (B)(6) 2015 at 3:45 pm. The customer was wearing the insulin pump at the time of death. The caller was unsure if the customer used sensors or if a sensor was worn at the time of passing. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with battery. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratches on lcd window. Data analysis: (B)(6) 2015 daily insulin total = 34.550u, (B)(6) 2015 daily insulin total = 35.400u, (B)(6) 2015 daily insulin total = 37.825u, (B)(6) 2015 daily insulin total = 48.425u, (B)(6) 2015 daily insulin total = 39.175u, (B)(6) 2015 daily insulin total = 33.175u, (B)(6) 2015 daily insulin total = 32.700u.